Event description:
It was reported that the patients device was replaced due to battery depletion. The patients generator was returned and underwent product analysis. The battery, 2.644 volts, shows an intensified follow-up indicator (ifi)=yes condition. The data in the diagaccumconsumed memory locations revealed that 37.936% of the battery had been consumed. The pulse generator case was removed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.653 volts, an ifi=yes condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the test tab removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No other relevant information has been received to date.